Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 12.

Event description:
Reference number (B)(6) event occurred in canada. It was reported that patient faced twelve infusion set tubing leaking issues event on (B)(6) 2024. The infusion set was moist/wet and the tubing was having holes like air pockets. No further information available.